Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00060. All information from the original report(s) has been transferred to this report.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from customer reporting a battery failure on a v60 ventilator. The device was not in clinical use. There was no patient/user harm.

Manufacturer narrative:
A philips authorized service provider (asp) reported the failed battery was older than 5 years. The philips respironics v60 ventilator user manual provides a schedule of preventive maintenance to the customer. The backup battery is recommended to be replaced every 5 years. The asp reported the battery is outside the factory warranty but within dealer warranty period, therefore the dealer service engineers will replace the batter to return to service. No other information available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H10: all information from the follow-up report #2031642-2023-00060 has been transferred to this report.